Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was implanted in (B)(6) 2016 and the scars of the pocket did not appear to be healing well even after antibiotics were given. When the patient stopped taking antibiotics the pocket was hot and painful. The system was extracted due to an infection. No additional adverse patient effects were reported. The patient is awaiting another system.